Event description:
Additional information received from the manufacturer representative. The patient was scheduled for a refill on (B)(6) 2016. It was noted they could aspirate but were only able to fill with 16-18cc. After utilizing a 5cc syringe and holding negative pressure for 3-5 minutes, they were able to fill with 19cc. The physician was satisfied they were able to fill with 19cc of drug today.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received bupivacaine (5mg/ml, 0.86mg/day) and dilaudid (20mg/ml, 3.5mg/day) in an implantable pump for non-malignant pain. The hcp could aspirate the pump, but unable to fill completely. The hcp was only able to refill the pump reservoir with 18ml of medication at the last several pump refills dating back to the pump replacement ((B)(6) 2015). The hcp was very experienced with pumps and the manufacturer representative did not believe any air was introduced into the reservoir. The patient mentioned to the manufacturer representative today that she falls quire frequently and the pump was located in the buttock area. There were no details or timelines for the falls. The patient traveled from (B)(6) and back monthly (or every other month) for pump refills. The issue reportedly occurred in both states. It was unknown if the patient scuba dived or underwent hyperbaric treatment. There were no reported patient symptoms. The manufacturer representative was to attend the next refill in (B)(6) 2016 to implement technical services suggestions. The issue was considered ongoing.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 12-sep-2019 who reported that they were dissatisfied with the pump because it only holds 14cc¿s and it¿s supposed to hold 20cc¿s. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.